Event description:
Additional information was received 22jul2020. The separation occurred upon removal of the device from the left common femoral artery. Only the dilator was reportedly in place when the separation occurred; however, the sheath and dilator were not removed together. The device was used to treat a lesion below the knee. Resistance was not reported. The patient is ¿doing well¿.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a procedure involving the right superficial femoral artery, the tip of a flexor raabe guiding sheath separated in the patient. Reportedly, the physician decided to "go in and stent and balloon". The tip of the device remains in the patient, and there are no plans to retrieve it. Additional information was received 22jul2020. The separation occurred upon removal of the device from the left common femoral artery. Only the dilator was reportedly in place when the separation occurred; however, the sheath and dilator were not removed together. The device was used to treat a lesion below the knee. Resistance was not reported. The patient is ¿doing well¿. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: a review of the complaint history, drawing, documentation, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the complaint device was conducted during the investigation. The complaint device was returned to cook for investigation with the dilator partially inserted. The distal end of sheath was separated. The sheath material was jagged with elongated coils exiting the end. Cook reviewed the complaint technical summary for flexor introducer tubing separation/unraveling. The complaint technical summary details the quality, manufacturing, and design controls in place to prevent this failure, and the labeling provided to the customer. The document also includes the conclusions of relevant risk assessments and corrective and preventative actions. A review of the device history record for non-conformances was not possible due to the lot number not being provided. A complaint search for complaints on the same lot was not possible due to the lot number not being provided. The device history file was reviewed, and risk controls are in place for this failure mode. The product¿s instructions for use warn the user to reinsert the dilator prior to removal. Based on the information provided and the results of the investigation, cook has concluded that this event may be attributed to failure to fully insert the dilator upon removal of the device. Although the customer reported that the dilator was in the lumen of the device at the time of separation, the dilator of the returned device was not fully inserted into the sheath. In addition, the customer reported that the dilator and sheath were not removed from the patient as a unit. There is a CAPA investigation in place to address this failure mode. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a procedure involving the right superficial femoral artery, the tip of a flexor raabe guiding sheath separated in the patient. Reportedly, the physician decided to "go in and stent and balloon". The tip of the device remains in the patient, and there are no plans to retrieve it. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested, but is unavailable at this time.